Event description:
Boston scientific received information that there were old episodes that appeared to contain noise. The noise was recreated by raising and lowering the patient's arm. Impedance measurements less than 200 ohms were also noted. The patient stated that they had fallen recently, episodes in the logbook seemed to correlate to when the patient fell. Lead damage was suspected. This lead was surgically abandoned. No adverse patient effects were noted.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.